Event description:
User received total protein result that was reported to the laboratory information system as an albumin result. The total protein result of 66.8 g/l was displayed as an albumin result, but was actually a total protein result. The result was not reported to the physician. The investigational unit verified the customer complaint. A counter measure has been provided. Correction to issue will be released with software version update.